Event description:
A pt (medical history unk) was admitted for placement of a cardiac stent. A 3.0 x 23mm cypher select stent was chosen for the procedure. Prior to final placement of the stent, it was withdrawn and buckled within the guiding catheter. One stent strut hooked (pointed up), so that the cypher could no longer be implanted. There was no reported pt injury. Additional info will be submitted within 30 days of receipt.